Event description:
The customer reported that the collimator iris potentiometer error displayed on the system. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep repaired the broken hv cable wire for collimator and verified proper operation of the collimator. He also changed the alarm frequency default and replaced the hand control. The unit is functional and operates as intended.